Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the patient's right ventricular (rv) lead even though the intrinsic ventricular signals were adequate. Reprogramming of the sensitivity level was needed and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.